Event description:
Endo gia 45mm load not engaging/locking during surgery. Endo gia handles switched and still would not engage. The load was wrapped in biohazard bag with packaging and patient label and given to charge nurse; no patient harm was caused.